Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 65mm diameter thoracic aortic aneurysm. It was reported that during the index procedure, the physician modified the valiant stent graft system and placed it in the abdominal aorta with fenestrations. It was reported that the modified graft could not rotate due to the patient anatomy and was partially deployed in the abdominal aorta under extreme torque. Upon delivery of the stent graft, the top cap released due to torque. The right renal fenestration could not be cannulated. The left renal was cannulated and an atrium stent graft was inserted. The physician placed another manufacturers 35mm stent graft to complete the abdominal portion of the stent graft. The right renal could not cannulate and the fenestration remained open. It was reported that the following day, re-intervention was performed to cannulate the renal. This was unsuccessful and so another attempt was made 3 days later again. The physician did an approach via the arm and groin and eventually placed an atrium covered stent as a snorkel into the right renal from above behind the stent graft. An atrial septal plug was placed in the fenestration from below to plug the hole and the renal snorkel was extended. Per the physician, the cause of the event is due to patient anatomy. No additional clinical sequelae were reported and the patient is fine.